Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an eval was performed. A review of the downloaded error logs confirmed that system faults 197 and 218 were triggered in the device. The eval determined that the reported system faults were due to water contamination within the pneumatic block. (B)(4).

Event description:
Imp # (B)(4).